Manufacturer narrative:
A steris service technician arrived on site, inspected the unit and confirmed it to be operating according to specification. The technician identified that the employee injured their shoulder while attempting to lock the door. Medical treatment was sought and administered. The operator manual states in section 4.9 the proper way of loading and locking the sterilizer door. The technician trained the user facility staff on the proper door operation, as stated in the operator manual.

Event description:
The user facility reported that an employee was injured while attempting to lock the door on their 48" century sterilizer. No procedural delay or cancellation was reported.